Event description:
Per the clinic, the patient experienced skin breakdown and an infection at the sound processor magnet site. The patient was subsequently treated with oral and topical antibiotics (specific date and duration not reported).